Manufacturer narrative:
A search for non-conformances associated with this part / lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Investigation conclusion: the investigation found that an in-house guidewire could not be advanced into the returned microcatheter, which is consistent with the alleged product issue. Further investigation found incomplete flaring of the proximal microcatheter shaft with exposed braid and damaged ptfe lining, which would have caused the resistance experienced during functional testing. The physical evaluation of the device could not identify the conditions or circumstances that led to the flaring issue and exposed braid, but these conditions are consistent with a deviation in the manufacturing process. A CAPA has been initiated. The ptfe damage is consistent with attempting to insert another device into the partially flared lumen.

Event description:
As initially reported, the wire would not go through the hub of the microcatheter, and team had to backload wire. When the device was received and analyzed, proximal microcatheter shaft exhibited incomplete flaring with exposed braid.